Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, product type: screening device.

Event description:
A trial patient reported the lead migrated and they expected more relief. The patient stated she thought her leads came out. The patient stated she expected more relief than she received. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was noted the patient¿s sister was able to hook up one of the leads. The issue was not resolved at the time of the report. There were no further complications that have been reported as a result of this event. The indication for use is unknown.